Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient implanted with this pacemaker was hospitalized following a syncopal episode. Interrogation identified the device was in safety mode. Technical services (ts) noted that while in safety mode the device operates in unipolar mode. The syncope is likely due to oversensing resulting in pacing inhibition. Device replacement was recommended. The device was explanted and replaced.